Event description:
It was reported that outside of surgery, the unit had a unspecified malfunction. Inconsistent speed was confirmed after final investigation. There was no patient involvement. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was corroded, the reciprocation arm was worn and the motor speed was unstable. The motor and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends g2: spain.